Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/22/2019, device returned to manufacturer: yes. Device evaluation: the lens was received in the original folding carton. Traces that appears to be balanced salt solution are observed on the lens surface indicating it was handled at the surgical stage. The lens was cleaned, the reported scratches were not observed. The reported issue was not verified. A product quality deficiency could not be determined. No product quality deficiency was identified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no additional investigations requests were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted and therefore not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb00 18.0 diopter intraocular lens (iol) had a scratch that was noticed upon opening the lens case prior to loading. Through follow up, the customer confirmed that there was no patient contact and the procedure was completed successfully using a backup lens with same model and diopter size. No additional information was provided to johnson & johnson surgical vision.